Event description:
On (B)(6) 2010, patient reported receiving ongoing occlusions. Patient stated this has occurred for approximately 6 months. Patient is using a competitor's infusion device. Patient reported he uses the insertion assistance device and "once in a while" the cannulas are bent and/or kinked. Patient reported he experiences occasional pain at the infusion site. Patient stated to troubleshoot the occlusions; he disconnects the infusion tubing from the infusion site, boluses, and then reconnects to the site and boluses again. He reported this is often successful. Reviewed troubleshooting for occlusions. Discussed site selection and management. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.